Manufacturer narrative:
Block a2: patient's exact age is unknown; however, it was reported that the patient was over the age of 18. Block h6: medical device code a0406 captures the reportable event of catheter kinked. Block h10: investigation result: a visual examination of the returned complaint device found that they were unable to load the device onto a boston scientific guidewire. The guidewire used by customer was not returned for analysis. Visual examination was performed to the shaft of the device and was severely kinked at more than one location. This type of damage is consistent with excessive force being applied to the device. A visual examination was performed to the balloon, markerbands and the tip and no issues or damage were found of the returned device. Additionally, the balloon had not been inflated. The reported problem is most likely due to excessive force being applied when handling the device during preparation for the procedure. The kinking to the shaft would have prevented the device from being loaded on to a guidewire during the event. Therefore, the most probable root cause is unintended use error caused or contributed to event. A review of the manufacturing documentation for this device revealed that no anomalies or deviations related to the event occurred during manufacturing. A product labeling review identified that the device was used per the instructions for use (IFU) / product label.

Event description:
It was reported to boston scientific corporation that a uromax ultra balloon dilatation catheter was used in the right ureter during a ureteroscopy (urs) procedure performed on (B)(6) 2022. During the procedure, it was noticed that there was an obstruction in the middle of the catheter and the guidewire would not enter. The procedure was completed with another uromax ultra balloon dilatation catheter. Note: a photo was submitted by the customer showing that the catheter was kinked at the middle section. There were no patient complications reported as a result of this event. The patient condition at the conclusion of the procedure was reported to be good.

Manufacturer narrative:
Patient's exact age is unknown; however, it was reported that the patient was over the age of 18. (B)(4).

Event description:
It was reported to boston scientific corporation that a uromax ultra balloon dilatation catheter was used in the right ureter during a ureteroscopy (urs) procedure performed on (B)(6) 2022. During the procedure, it was noticed that there was an obstruction in the middle of the catheter and the guidewire would not enter. The procedure was completed with another uromax ultra balloon dilatation catheter. Note: a photo was submitted by the customer showing that the catheter was kinked at the middle section. There were no patient complications reported as a result of this event. The patient condition at the conclusion of the procedure was reported to be good.